Manufacturer narrative:
Philips service reloaded the flexvision pc software and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that equipment failed to boot; countdown stuck at 00 on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.